Event description:
The pt reportedly experienced a loss of lock with his internal device. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. At this time, the pt has decided to become a non-user. Advanced bionics is in the process of gathering more info. Once more info becomes available, a supplemental report will be submitted.